Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: " (B)(6) 2024, when the balloon was implanted in the patient, according to the on-site physician's description, the balloon could not be inflated and deflated properly for counterpulsation, and the procedure was terminated after a large c-assisted view of the balloon with a rupture was seen and the balloon was withdrawn. The device was not replaced. There was no reported patient harm."

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the stylet, the long arterial pressure tubing and the supplied 40cc driveline tubing. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.3cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 18cm and 19cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at ap-proximately 5.2cm from the iabc distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 3.9cm from the iabc luer. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon could not be inflated and deflated" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken within the iabc flex-tip assembly area. The broken central lumen can result in an inability of the iabc to inflate/deflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported that: "(B)(6) 2024, when the balloon was implanted in the patient, according to the on-site physician's description, the balloon could not be inflated and deflated properly for counterpulsation, and the procedure was terminated after a large c-assisted view of the balloon with a rupture was seen and the balloon was withdrawn. The device was not replaced. There was no reported patient harm.".